Manufacturer narrative:
Block h7 (if remedial act init, type), h9 and h11 were updated. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for biliary indication. Block h11: the axios stent and electrocautery enhanced delivery system were not returned for analysis; therefore, a technical analysis could not be performed. Based on the information available and without proper evaluation of the device, there is not enough evidence to determine whether the reported event of stent failure to deploy was due to the physician's manipulation of the device during the procedure, or whether it was related to a device malfunction. Taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common bile duct during a drainage procedure performed on (B)(6) 2025. During the procedure, release of the stent first flange was attempted; however, the system became obstructed, preventing continuation of the procedure. They attempted to remove the device for inspection; however, the problem could not be resolved. The stent was removed from the patient fully covered by the outer sheath and another axios stent was used to complete the procedure. There were no patient complications reported due to this event and the patient fully recovered.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the common bile duct during a drainage procedure performed on (B)(6) 2025. During the procedure, release of the stent first flange was attempted; however, the system became obstructed, preventing continuation of the procedure. They attempted to remove the device for inspection; however, the problem could not be resolved. The stent was removed from the patient fully covered by the outer sheath and another axios stent was used to complete the procedure. There were no patient complications reported due to this event and the patient fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for biliary indication.